Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.

Event description:
The patient reported that he received two orthovisc injections to the right knee on (B)(6) 2013 and suffered swelling/pain/tenderness post first and second injection. The doctor removed 30cc of fluid prior to his second injection. Updated (B)(4) 2013: the patient reported that he received the third injection of othovisc. The patient's knee was not as swollen prior to the injection but the knee tenderness remains with continual throbbing. The doctor prescribed an anti-arthritic drug to take 1 pill a day for 30 days. The patient also given a cream (type unknown) to apply to the knee to relieve the pain. The patient has been using ice packs, and salon pas to relieve the throbbing. The patient has no history of knee surgery.